Manufacturer narrative:
The field service representative found the fuse 2 was blown on the main printed circuit board assembly. The system was repaired and operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the front panel on the tcm locked up during defrost. This occurred after cardiopulmonary bypass surgery. No patient injury was reported.